Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported power issue; programmer would not power up. Power supply found out of electrical specification. Analysis could not confirm the reported printer issue; no anomalies found with printer. Analysis found three rubber feet were missing, power cord bay latch tabs were broken off, and the keyboard latch was broken. (B)(4).

Event description:
It was reported the programmer was not working, won't power on. It was also reported there were printer issues as well. The programmer was returned for repair. No patient complications have been reported as a result of this event.